Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001825034-2023-00606; item#110024773; lot#234570. 0001825034-2023-00608; item#110024773; lot#234570.

Event description:
It was reported the first anchor of the implant did not exit the delivery needle of the device when the back switch was advanced forward and then pulled back into place. A second attempt to deploy the anchor was performed and the first and second anchor were deployed at the same time. The slack in the suture was pulled out and the tail was cut leaving the two anchors in the capsule. This occurred with three out of the seven implants. The first two failed anchors remained in the patient. No revision or patient harm have been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1, b2, d6a. B1: the was initially reported as a serious injury due to foreign body retention. During the investigation it was found that this device was not retained by the patient. Malfunction only. B2: "other serious" was incorrectly checked. B2 should be blank. D6a: this device was not implanted as originally reported. Implant date should be blank. Visual examination of the returned product shows the device was returned with sutures and both anchors. The device was cycled more than once but not twice. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error for the device that was returned between the first and second cycle with the sutures and anchors attached. Per the juggerstitch surgical technique, 'fully advance the black button to deploy the first anchor. Fully retract the black button and subsequently pull the needle tip gently out of the meniscus. Reposition the needle tip at the desired location and advance the needle tip as described previously. Once the depth gage contacts the surface of the meniscus, advance the black button forward to deploy the second anchor. Fully retract the black button and then completely remove the meniscal inserter from the joint.' Returned product shows that the user had cycling issues and the black handle was not fully engaged during deployment of the anchor as the devices were returned between the first and second cycle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.